Event description:
It was reported that the patient received unanticipated therapy due to a sensing anomaly and noise. The anomalies could be reproduced by manipulating at the patient's chest area near the ICD pocket. Suspected lead malfunction. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 15.6-16.7cm and 17.2-18.1cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was not abraded at these locations.